Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and the device history record (DHR) review. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, it was likely the e103 error occurred as a result of an aging igniter unit. According to the device records, the device had been purchased a year ago but had been manufactured 10 years ago. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac) via the phone, the olympus representative informed tac, the user resolved the error after power cycling the visera elite xenon light source. The user was unable to reproduce the error. At the time of the initial call, no troubleshooting was performed as the olympus representative was not with the device. Tac recommended the device be sent in for repair. The user facility contacted olympus later to report an additional occurrence of the e103 error on the same device (patient identifier (B)(6)). The device was returned for evaluation and the user allegation of error e103 was confirmed and caused by a faulty igniter. In addition, the device evaluation found a worn out scope socket that had caused a poor connection. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customers olympus sales representative reported to olympus technical assistance center (tac), an e103 main lamp error was observed on the visera elite xenon light source in the middle of a therapeutic laparoscopy. During follow up with the user facility, the user reported the procedure had been completed without delay with the same device. The device had been inspected prior to the procedure but no anomalies were observed. The connections and cables were found to be secured and the settings were correct. At the time of the event, the lamp had 200 hours left on it. There were no reports of patient harm associated with this event.